Event description:
It was reported that 1.5 years post implant a realize adjustable band procedure, the band was leaking. The band was removed and a new band was implanted. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): information unavailable. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.